Event description:
Per provider, unit is alarming. Per independent repair center statement, the unit also the rex roth valve is stuck, poppet valve is not shifting the gear clamps leak and the zip ties leak.